Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint handling database was performed and revealed no similar incidents reported for this lot. It should be noted that the nc trek, global instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information: the catheter was prepped inside the patient.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-tortuous and non-calcified proximal left anterior descending artery. Predilatation was being performed with the 3.25 x 15 mm nc trek balloon catheter; however, the balloon ruptured at 16 atmospheres. There was no resistance felt during advancement of the balloon catheter to the lesion. A new 3.25 x 15 mm nc trek was advanced and used successfully to complete predilatation, after which two implants (3.0 x 23 mm, 3.0 x 28 mm) were deployed successfully. Post-dilation was performed with the 3.25 x 15 mm nc trek balloon catheter used previously for predilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.